Manufacturer narrative:
The device was rec'd by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed. The flutes of the bur were examined under (B)(4) magnification, and they exhibited damage that was consistent with the cutter having come into contact with something metal during use, such as a retractor. This damage likely caused the reported reduced performance. A review of production records confirmed that the device met all specifications at the time of manufacture. It is highly unlikely that this damaged occurred at the factory. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the burring portion was harder to do than usual. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.